Event description:
It was reported while using an unspecified bd conventional pen needle the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: rear cannula end is broken + gets stuck.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 19-dec-2022 h6: investigation summary customer returned one (1) used 32g x 4mm pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle(s) bent and rear cannula end is broken + gets stuck. The returned pen needle was examined, and it was observed that the patient end (pe) cannula was bent, and the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent pe cannula and broken npe cannula can be traced to the user. No DHR review can be carried out as lot number is unknown. Embecta was able to duplicate or confirm the customer¿s indicated failure (pe cannula bent, npe cannula broken) the root cause for this issue is user related. The pe cannula and npe cannula was bent and broken, respectively, by the user after handling the pen needle.

Event description:
It was reported while using an unspecified bd conventional pen needle the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: ¿ rear cannula end is broken + gets stuck